Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation in the device and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.